Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 10/4/24. The user reported a severe low bg event with a reading of 39 mg/dl, during which they loss of consciousness and experienced convulsions, prompting their wife to call 911. Emergency services administered glucagon and IV glucose. Prior to losing consciousness the user attempted to treat the low with six glucose tablets. A review of the user's ilet report by the cds indicated several behaviors that may be affecting the ilet's performance, including using the pause button to manage glucose, failing to change the infusion set when glucose was over 300 for 90 minutes, announcing meals not actually eaten, and running out of insulin in the cartridge. The user was found to be eating snacks nightly without announcing them and overtreating lows with excessive juice. The cds discussed key best practices and noted that the user needs additional training and a factory reset of the device.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The hypoglycemia followed approximately 14 hours of hyperglycemia during which 6 meals were announced, no infusion set change was logged in the device, and the ilet was unable to dose insulin for about 6 hours of that time due to the insulin cartridge not being replaced. Review of the user's case notes showed a pattern of multiple maladaptive behaviors. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user announcing meals to correct hyperglycemia, resulting in an excess of insulin relative to their need. The user's failure to promptly replace their insulin cartridge caused their hyperglycemia to be longer and more severe, further increasing the risk of hypoglycemia.